Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination (150610008/8481279). Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). Dmf# - 13704, trade name - gentamicin sulphate, active ingredient(s) - gentamicin sulphate, dosage form - powder, strength - 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received and reviewed: on (B)(6) 2017, the patient had a right knee tricompartmental cemented posterior stabilized rotating platform total knee arthroplasty to address degenerative osteoarthritis. Depuy components, including depuy patella, and depuy cement x2, were used during this procedure. On (B)(6) 2019, right revision to right total knee arthroplasty with extensive debridement and removal of all components to address pain, and suspected tibial components loosening. The surgeon reported that the patella and femoral component were well fixed. The femoral component and insert were revised with no allegation of deficiency. The patella was left in-situ. The tibial tray was loose at the implant/cement interface. Doi: (B)(6) 2017, dor: (B)(6) 2019, (right knee).